Manufacturer narrative:
The reported complaint of a stopcock issue could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history record review. Section e additional contact: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a clave¿ connector. When pushing adenosine through an unspecified 3-way stopcock into a line with clave in between, the device reportedly malfunctioned by either: 1. Squirting the fluid out at the connection site where the stopcock entered the clave or, 2. They couldn't push the fluid in at all, meeting resistance. It appeared as through the center of the clave did not line up well with the opening of the stopcock. The work around discovered was to remove the clave and connect the stopcock directing onto the line prior to administering the adenosine. There was no issue or concern with the unspecified 3-way stopcock (mating device). No injuries or adverse event. There was an unspecified delay in therapy, though brief and unlikely to have caused negative clinical impact to the patients. This emdr reflects 10 occurrences of same or similar events.